Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. On (B)(6) 2021 the user fell down and hit her head on furniture. The next morning the mother placed the audio processor on and recognized that her child did not respond to sound.

Event description:
Hearing performance with the device was affected. On (B)(6) 2021 the user fell and hit her the right side of her head on furniture. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.